Event description:
The inserter tip had broken off into the pt shoulder during the original surgery in 2005. It was discovered in the x-ray's taken in about 2 months later and reported to the affiliate. A second surgery was necessary to take out the piece. No adverse effects are being reported at this time.